Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was being revised for dislocation and instability on (B)(6) 2015 when the constrained liner disassociated from cup when the hip was tested and traction applied and the cup liner became dissociated from the metal cup. The constrained liner was locked onto head and could not be dislodged. Treatment would most likely require cutting plastic off head and there were no replacements cups present and it had to be reordered. Patient incision closed and revision completed on (B)(6) 2015. Liner being reported. Cup is not being reported as it was reported on (B)(4).

Manufacturer narrative:
Patient was being revised for dislocation and instability on (B)(6) 2015 when the constrained liner disassociated from cup when the hip was tested and traction applied and the cup liner became dissociated from the metal cup. The constrained liner was locked onto head and could ot be dislodged. Treatment would most likely require cutting plastic off head and there were no replacements cups present and it had to be reordered. Patient incision closed and revision completed on (B)(6) 2015. Liner being reported. Cup is not being reported as it was reported on (B)(4). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.